Manufacturer narrative:
Concomitant medical products: dtbb1d1, device implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead is plugged into the right ventricular (rv) port. Noise and oversensing was observed in can to rvcoil configuration as well as rvtip to ring. Myoptentials were seen in the rvtip to ring configuration. Troubleshooting was performed via pocket manipulation and no noise was observed. However, noise was observed with patient isometric movements. The physician was informed, and no intervention was performed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.